Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the triple reamer off the dhs tray was discovered as worn and no longer cuts. No further information was provided. This report is for one (1) dcs® triple reamer-complete. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: lot # provided is not a valid lot number for this device, therefore, the DHR could not be completed. If device is returned or lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.